Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the black display was charge-coupled device-cable was broken while the user was handling the device which led to occurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the reported issue was confirmed. It was observed that image disappeared during angulation in up direction due to a cut on the charged coupled device. In addition, image noise was observed during electrocautery and manipulation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a black display. The reported issue was observed while preparing the subject device for a pre-surgical inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to a third party for evaluation.